Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor low signal was observed. Sensor was de-cased and no issues were observed. Visual inspection has been preformed on pcba (printed circuit board assembly) and no issue were observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "behavior disorders" and was unable to self-treat, requiring third-party administration of candy for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "behavior disorders" and was unable to self-treat, requiring third-party administration of candy for treatment. There was no report of death or permanent impairment associated with this event.